Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported the patient felt like the stimulation was uncomfortable, they decreased stimulation and this eliminated the uncomfortable stimulation. The patient's husband lowered the stim to a comfortable level and they patient was doing okay, but was not sure if this was because they had just had it done or not. The patient was to follow up with their healthcare provider (hcp). The patient also noted that last night they thought they were going to set it in the or but didn't and they tried to program it. They mentioned a pinching sensation which started at 0.7v last night when they got up to walk. The patient was put on antibiotics and was not sure if they were having a slight infection; the device was placed yesterday and the site was tender.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.